Event description:
The physician intended to implant a 3.5 mm diameter x 30 mm length driver sprint rapid exchange (rx) coronary stent to treat a lesion in a calcified right coronary artery with diffuse long lesions. The target lesion exhibited 90% stenosis and moderate tortousity. The lesion was pre-dilated. The driver sprint stent dislodged while the device was being advanced to the target lesion. The stent was successfully deployed in the anterior descending artery. Patient status was reported to be fine and no clinical sequelae were reported.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was not returned. The balloon had been partially inflated. Crimp impressions were evident along the balloon.

Manufacturer narrative:
Results: inherent risk of procedure (stent dislodgement), patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis, calcification, moderate tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis, calcification, moderate tortuosity). (B)(4).